Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, a patient with a 23mm sapien 3 aortic valve implanted for 2 years and 4 months underwent a valve-in-valve procedure due to stenosis. A 20mm sapien 3 ultra resilia valve was implanted as intended without complication.

Manufacturer narrative:
Updated sections b5, b7, h6- clinical code and device code. Investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, a patient with a 23mm sapien 3 aortic valve implanted for 2 years and 4 months underwent a valve-in-valve procedure due to severely calcified bioprosthetic valve leaflets and mild regurgitation with a centrally directed jet as noted on transesophageal echocardiogram. The patient presented with acute nyha class IV signs and symptoms. A 20mm sapien 3 ultra resilia valve was implanted as intended without complication.

Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it remains implanted. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapien xt, s3, and s3u valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). The complaint for calcification was confirmed based on provided medical record. Available information suggests patient factors (end stage renal disease, diabetes) likely contributed to the event as a patient medical history of end stage renal disease (esrd) on dialysis and diabetes was reported in the medical record. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.